Event description:
It was reported that they tried to start therapy on patient but the arctic sun device would prime and then therapy was stopped. The device alerting patient line open and air leak. The 4 pads were connected with 1 universal pad. They walked through stopped therapy, empty pads and disconnect. They reconnected holding nowhere near clear connectors and verified audible clicks. All lines were straight with no bends or kinks. The airflow was good to the back and the fluid delivery line was secured. They started the therapy and device primed then stopped and alerted air leak. The system diagnostics showed that the water flow rate was 0 l/m, inlet pressure was -0.2psi, circulation pump command was 100 percentage, hours were 4215 and pump hours were 3846. The nurse went to find another device to test pads on and possibly switch to new device. They suggested to sending the device to biomed. Per follow up information received via email on (B)(6) 2023, the patient was a female and therapy was not completed. Mis did troubleshooting and advised the nurse to swap devices. The device was swapped. The original device was a loaner and since been returned for a replacement loaner. The biomed tech could not provide any more information regarding the patient. Per sample evaluation results on (B)(6) 2023, it was reported that the manifold transducer was also faulty leading to original reported issue. During cleaning cycles, the level sensor started to read full. The device went through the pm program.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was manifold transducer failure. The device was evaluated. The manifold transducer was found to have contributed to the reported issue. The manifold transducer was replaced. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tried to start therapy on patient but the arctic sun device would prime and then therapy was stopped. The device alerting patient line open and air leak. The 4 pads were connected with 1 universal pad. They walked through stopped therapy, empty pads and disconnect. They reconnected holding nowhere near clear connectors and verified audible clicks. All lines were straight with no bends or kinks. The airflow was good to the back and the fluid delivery line was secured. They started the therapy and device primed then stopped and alerted air leak. The system diagnostics showed that the water flow rate was 0 l/m, inlet pressure was -0.2psi, circulation pump command was 100 percentage, hours were 4215 and pump hours were 3846. The nurse went to find another device to test pads on and possibly switch to new device. They suggested to sending the device to biomed. Per follow up information received via email on 30aug2023, the patient was a female and therapy was not completed. Mis did troubleshooting and advised the nurse to swap devices. The device was swapped. The original device was a loaner and since been returned for a replacement loaner. The biomed tech could not provide any more information regarding the patient. No additional information or sample is available at this time. An additional follow up is not required. Per sample evaluation results on 13sep2023, it was reported that the manifold transducer was also faulty leading to original reported issue. During cleaning cycles, the level sensor started to read full. The device went through the pm program.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was manifold transducer failure. The device was evaluated. The manifold transducer was found to have contributed to the reported issue. The manifold transducer was replaced. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they tried to start therapy on patient but the arctic sun device would prime and then therapy was stopped. The device alerting patient line open and air leak. The 4 pads were connected with 1 universal pad. They walked through stopped therapy, empty pads and disconnect. They reconnected holding nowhere near clear connectors and verified audible clicks. All lines were straight with no bends or kinks. The airflow was good to the back and the fluid delivery line was secured. They started the therapy and device primed then stopped and alerted air leak. The system diagnostics showed that the water flow rate was 0 l/m, inlet pressure was -0.2psi, circulation pump command was 100 percentage, hours were 4215 and pump hours were 3846. The nurse went to find another device to test pads on and possibly switch to new device. They suggested to sending the device to biomed. Per follow up information received via email on 30aug2023, the patient was a female and therapy was not completed. Mis did troubleshooting and advised the nurse to swap devices. The device was swapped. The original device was a loaner and since been returned for a replacement loaner. The biomed tech could not provide any more information regarding the patient. No additional information or sample is available at this time. Per sample evaluation results on (B)(6) 2023, it was reported that the manifold transducer was also faulty leading to original reported issue. During cleaning cycles, the level sensor started to read full. The device went through the pm program.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.